Event description:
It was reported that prior to starting a da vinci s surgical procedure, no text, icons or images were displayed on the left monitor of the surgeon's console. The pt had been under anesthesia and the port incisions had been made when the surgeon decided to abort the planned procedure and reschedule it for a later date. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the isi field service engineer concluded that the vision issue experienced by the customer was associated with the high resolution stereo viewer (hrsv). The system was repaired by replacing the affected hrsv. The hrsv is located on the surgeon console and provides the video image for the surgeon console operator. The hrsv was returned to isi for eval. Engineering discovered that the left side monitor of the hrsv had malfunctioned, thus causing the reported vision issue. As of may 21, 2009, there have been no reported recurrences of the issue at this hospital.